Manufacturer narrative:
Manufacturer state= (B)(4).

Event description:
It was reported that this patient was hospitalized and treated for inflammation of the lung. Y-90 therasphere therapy was selected to treat cancer in the right lobe of the liver of this patient. The tc-99m macroaggregated albumin (maa) screening performed prior to the therasphere treatment indicated the patient had a lung shunt fraction of 13.7%. Four vials were ordered for this patient; 10gbq, 10.5gbq and two 20gbq. In the second week, y-90 therasphere 10.5gbq vial was used to treat the tumor with the target volume of 243.1cc. The other three vials were used to treat the tumor with the target volume of 1128.7cc. Approximately two months after treatment, the patient was admitted to the hospital with symptoms of shortness of breath. An magnetic resonance imaging (MRI) was performed that showed inflammation of the lung, and the patient was treated with a high dose of steroids for two weeks. The patient was discharged from the hospital and continued to improve.